Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d9, g3, h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. According to the investigation, the electric loop wire melted and lost its original structure, and it is unknown whether the product meets the specifications. The root cause could not be identified. Based on the results of the investigation, the reported event was not confirmed within the company, so it is unknown whether the product meets the specifications. However, due to the reported issue, it is highly likely that the product was damaged and did not meet specifications. It was reported that likely the cause of the reported issue is high temperatures, and a possible cause of high temperature is the occurrence of sparks when a short circuit occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during a hysteroscopic inspections procedure, the hf-resection electrode loop electric cutting loop wire melted and lost original structure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.